Event description:
The hospital reported that during the saphenous vein harvesting procedure, the pt developed co2 embolism. The right atrium filled with co2 gas. This occurred prior to bypass and cannulation. No other information was provided by the hospital. In 2004, the pt was reported to be doing fine.